Manufacturer narrative:
(B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. The device has been explanted and replaced.

Event description:
Healthcare professional reported a right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: rupture: observed an opening in the anterior side assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: crease fold observed in the device. Wear abrasion observed in the device.